Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed that there were several cracked cartridges. There were no patient injuries. The issue happened when implanting the lens. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).